Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: machine not getting on due to battery low condition. Mains led not glowing power supply out of order found during regular check up by hospital biomedical dept. No patient involvement.